Event description:
The device analyzed the pt electrocardiogram and rendered a decision to shock. Although the report is not clear, allegedly, when the device discharged 200 joules to the pt, either the power shut off or would not respond to activation of switches.